Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A steerable guide catheter was inserted and before crossing the septum, a thrombus was observed. The physician removed dilator, while aspirating. During the aspiration, the thrombus was stuck in the hemostasis valve and was unable to be aspirated. Therefore, the device was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1. The patient was given heparin. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus/thrombosis cannot be determined. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and medication required were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.